Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the suture was placed via the suture assistant and subsequently became united intraoperatively. The suture was removed from the pt and another stitch made in its place. It is unclear if it was the sw110 or sw112 cartridge. There was no consquence to the pt.